Manufacturer narrative:
Result: sharp edges on footboard.

Event description:
It was reported by service report that the lower left section of the footboard was broken. There is a possibility of sharp edges created from the damage. No pt involvement or adverse consequences were reported.